Event description:
It was reported that the user experienced reduced insulin delivery effectiveness following an infusion set change, resulting in hyperglycemia with glucose readings up to 352 mg/dl and ¿high,¿ and the user implemented troubleshooting and education with guidance to change the site and administer subcutaneous insulin via pen. Symptoms included hyperglycemia without reported acute complications. Outcomes included the need for back-up insulin administration and temporary disruption of glucose control until the site was changed, after which glucose levels stabilized. Investigation included complaint handling and user troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was consistent with hyperglycemia of unclear cause with resolution after site change, and no further actions were indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.